Event description:
Affiliate reported that the proximal end of the catheter broke after it was inserted into the introducer. The broken piece of the proximal catheter still remains in the patient. A second surgery to remove the piece will not be performed.

Manufacturer narrative:
It is anticipated that the device will be sent to codman for evaluation. Upon completion of the investigation, a follow up report will be filed.